Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead reported that the lead had not been pushed far enough into their heart. The patient reported that they developed heart failure symptoms as a result of the reported clinical observation. The patient eventually underwent a lead revision procedure where the lead was explanted. During the explant procedure, the patient reported that the lead tore and a piece of the lead was left in the heart. The lead was replaced with another manufactures lead. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is to undergo analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
The lead was thoroughly inspected and analyzed at our post market quality assurance laboratory. The complete lead was returned with no parts missing. The spiral fixation and tip section of lead with normal with no sign of damage or defect. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was not able to confirm the reported clinical observations.